Event description:
Affiliate reported that the patient suffered with problems, after several examinations, the physician decided to explant the valve. The stator was dislodged from the base plate. Implantation: 1997. Explantation: 2008.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.